Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: a review of the pump¿s black box history showed that multiple unexplainable power reboots were recorded on 03/21/2014. The battery compartment was found to be cracked from the threads to the case seal. The returned battery cap ground spring and metal insert were found to be detached. The pump was not able to power on using the returned battery cap. A test battery cap was used to complete all testing. The test battery cap was not able to be fully secured to the pump. No power losses occurred during testing. The pump was exercised for 24 hours using the test battery cap with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the up arrow keypad button was intermittently unresponsive. All other keypad buttons responded appropriately. The keypad was fully intact; no damage was observed. The keypad cover was removed and the up arrow key contact was found to be misaligned. There was no evidence of contamination found under any button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked and the pump was losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.